Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-oct-2023. H6: investigation summary: customer returned (1) opened 32g 4mm pen needle loose.it was reported by the consumer that finding when doing injections, the patient end needle bends. The returned samples visually examined and observed broken npe cannula. No further test can be carried out as the npe was broken. As the returned samples were open root cause cannot be determined. Hence, embecta was able to confirm the reported failure as broken npe cannula. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to confirm the customer indicated issue as broken npe cannula. Root cause cannot be determined as the returned samples were open.

Event description:
It was reported the bd nano¿ 2nd gen pen needle was leaking. The following was received by the initial reporter: consumer reported sometimes the insulin leaks out of site during injection.

Event description:
It was reported the bd nano¿ 2nd gen pen needle was leaking. The following was received by the initial reporter: consumer reported sometimes the insulin leaks out of site during injection.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.